Manufacturer narrative:
(B)(4). Evaluation summary: one filled unit was received by baxter for evaluation. Visual examination of the unit confirmed that the yellow coil cap was cracked. The root cause was determined to be a manufacturing defect. A project has been initiated for a new blow mold insert for the small volume tool. The improvement consists of having the shoulder angle corrected to allow for less coil cap separations. The expected completion of the improvement is the end of (B)(4) 2011. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that an infusor had a cracked yellow coil cap after filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.

Event description:
Baxter (B)(4) received a report that one (1) infusor was discovered with an off coiled cap was observed after filling. There was no patient involvement and no patient injury and medical intervention. The actual sample is available. No additional information.